Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic stent detached from the pushwire and got stuck in the medtronic microcatheter. Prior to the event, the medtronic stent was pushed through the phenom and great friction was detected. Upon pulling the medtronic stent back, strong resistance was noticed in the middle of the medtronic microcatheter and the reported event occurred. The microcatheter was removed with the detached stent and pushwire. The stent was replaced and the procedure was completed. No patient injury was reported as a result of the event. The patient was undergoing mechanical thrombectomy of an ischemic stroke in the carotid t. There were no baseline or procedure scores provided. The patient¿s vasculature was normal in tortuosity. There were no pass attempts to retrieve the clot before the separation occurred. The event occurred during delivery. The pushwire was not torqued. The break occurred in the distal part of the pushwire. There are no images for review.

Manufacturer narrative:
Additional information, device evaluation the solitaire x revascularization device was returned. The solitaire x revascularization device was returned without its introducer sheath. The solitaire x pusher was found broken at ~148.2cm from the proximal end. The distal segment was found stuck within the returned micro catheter. The micro catheter was cut to remove the distal segment (~55.6cm). The solitaire x pusher ptfe shrink tubing was found damaged (peeling) at the broken location. No bends or kinks were found with the solitaire x marker coil. No irregularities were found with the solitaire x proximal marker/attachment zone. The solitaire x stent non-working (tear drop) and working length struts and marker fingers were in good condition. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the solitaire stent was returned stuck within the catheter lumen, however, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.